Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance testing with high downstream occlusion pressure during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "fails pm testing with high downstream occlusion pressure" was not reproduced. The device was sent for flow lines to have an downstream occlusion test and it passed. A review of the event history log revealed "downstream occlusion!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the force sensor scale factor calibration out of specification. The force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.